Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported break was not confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. The outer member was noted as twisted distal to the mid lap seal. The investigation determined the reported failure to advance and difficult to remove appear to be related to the operational context of the procedure. It is likely the device interacted with the heavily tortuous anatomy during advancement resulting in the reported failure to advance. Further interaction with the challenging anatomy during retraction of the stent delivery system (sds), as resistance was reported, likely contributed to the reported difficult to remove and noted twisted outer member. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to a lesion located in the left circumflex artery that was heavily tortuous. During advancement of the xience xpedition 2.25 x 18 mm stent delivery system, it failed to cross the anatomy. During withdrawal, there was resistance and the shaft was broken, but not in two pieces and it was simply withdrawn outside the anatomy. Another stent delivery system was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.